Event description:
It was reported, during procedure at a veterinary clinic, device snapped off in dog's leg. The event occurred as the surgeon was reversing with the power driver attached, in reverse, and a sound was observed resembling something breaking off, as the device snapped/broke off. It was reported the breakage left a metal fragment, but was retrieved by the surgeon. This report is for a push-pull reduction device. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/510k#: device is a veterinary product. Device is similar to a device marketed for human use. Device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) for lot# pe00764 revealed the push-pull reduction device was manufactured by precision edge surgical products. Additional review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device was received with the drill tip broken off near the end of the threads and the threads marred. There are also scratches and wear on the tang. The materials of the drill and knob were determined to be as specified. The hardness of the drill was determined to be within specification. The thread profile and major diameter was confirmed to be within specification.